Event description:
This event is reportable based on returned device analysis conducted on 18 september 2024. It was reported that a filter tear occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure performed with a non-boston scientific valve system. The proximal filter was deployed and recaptured a single time. Subsequent attempts to deploy the proximal filter were unsuccessful. The sentinel cps was removed and the procedure was completed with a second sentinel cps. No patient complications were reported. Analysis of the returned device analysis identified that the proximal filter was torn.

Manufacturer narrative:
H3 device evaluated by manufacturer: the sentinel cerebral protection system (cps) was returned for device analysis performed by a bsc quality engineer. Visual examination identified the proximal filter partially unsheathed and partially detached, the proximal sheath was accordioned, the articulating distal sheath (ads) relaxed, and the distal filter unsheathed. Flow tests were performed through the front and rear handle flush ports and the distal filter slider flush port without issue. During functional testing the proximal filter was unable to be fully unsheathed from the proximal sheath. Destructive testing was performed and it was found that the proximal filter was partially detached. Visual inspection was done prior to destructive testing. The proximal filter was observed torn prior to destructive testing.